Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a hospitalization event for high blood glucose. The customer stated he had changed his insulin and a few hours later, his blood glucose was 600 mg/dl. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer stated he was hyperglycemic and vomiting prior to the hospitalization. He also stated he was treated with an IV of insulin at the hospital. The customer's blood glucose had declined to 260 mg/dl at the end of the treatment. The customer also reported the hospitalization was caused by him using a different brand of insulin. The customer also reported receiving a lost sensor and weak signal alert. No additional information provided.